Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced solenoid control pcb board, power management board and unshielded pwr slot bd interface assy and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Additional information: event postal code: (B)(6), contact person phone number: (B)(6). Additional information was requested from the fse with regard to the repair and status of the iabp; however, repair is not yet completed. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : device not yet repaired by getinge.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an internal communication failure. The hospital replaced the iabp and there was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 event site telephone was shortened due to character limitations. The complete number is (B)(6).